Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip/luer of the bd luer-lock¿ syringe was found burned. The following information was provided by the initial reporter, translated from spanish: "the tip of the syringe is observed burned, in the luer lock connection."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 05-apr-2023 . Investigation summary one sample and photo received by our quality team for investigation. Upon visual evaluation, damaged luer is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with maladjustment of nozzle in the marking process. Update to nozzles and revision in the marking station will be implemented.

Event description:
It was reported that the tip/luer of the bd luer-lock¿ syringe was found burned. The following information was provided by the initial reporter, translated from spanish: "the tip of the syringe is observed burned, in the luer lock connection."